Event description:
User facility reported an uneventful novasure ablation was done in 2009, verified on post hysteroscopy. The physician noted "quite a few polyps" on pre-hysteroscopy, which were "taken care of" pre-ablation. The patient was discharged home following a brief recovery period. Subsequently, the patient went to the emergency room (ER) the next day, with chills and fever. The patient had a white blood cell (wbc) count done. Treatment included antibiotics and she was discharged from the ER the same day. During follow-up the following month, the physician reported that during the ER visit one month prior, the patient's temperature was 102 degrees, wbc count was normal, and "an ultrasound was negative". The patient was given ciprofloxacin (cipro) and cephalexin monohydrate (keflex), which was not tolerated well. She was later switched to amoxicillin and clavulanate (augmentin). Additionally, the physician reported she believes "the patient is fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for the reported lot number and were confirmed to be within specified limits.